Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cardiology fellow from the cardiothoracic intensive care unit (cticu) called the clinical support specialist (css) to troubleshoot blood in the helium driveline. Indication for iabp therapy: coronary artery bypass graft (CABG). The iab was inserted (B)(6) 2016. The md stated that the intra-aortic balloon pump (s/n (B)(4)) had been functioning fine until just after 4am when she was called. The patient was currently stable. The css explained to the md that if any blood was noted in the gas line tubing there was a rupture or abrasion and the intra-aortic balloon (iab) must be removed as soon as possible. The md asked if she could send the css a video to make sure. After receiving the video the css again stressed that the iab should be immediately removed. The css instructed the md to stop pumping and disconnect the catheter from the pump and remove the iab as soon as possible. The css and md discussed catheter entrapment risks especially with the amount of blood present in the tubing. The md stated that she understood. The css asked her to follow up regarding the removal and any complications. The iab was removed. At @1052am additional communication was received via text and the patient was stable. They have no plans to insert another iab as the patient was doing well off pump. There was no complication post removal. There was some difficulty when the tip of the iab was near the insertion site, but was removed without incident or need for intervention. Photo of iab post removal was received.

Manufacturer narrative:
(B)(4). Additional information: added lot number and expiration date and device manufacture date. Device evaluation: returned for evaluation was an 8.0fr 40cc iab fos (fiberoptix sensor). The 40cc driveline tubing typically supplied with the kit was also returned. Blood was noted in the helium tubing at the bifurcate. A pressure line was connected to the injection lumen and was filled with blood. Blood was noted on the exterior and interior of the bladder membrane. Blood was found in the driveline tubing. The fos connector and cal key were examined. The gray fos connector was seated properly in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no damage was noted. Some dried blood was noted on the exterior of the fos clamshell housing. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. See other remarks section for continuation. Other remarks: the cal key and fos were recognized by the iabp and zeroed. The fos displayed an "ok" status. The iab was submerged in water and leak tested. A leak was noted during the test. The unit failed the leak test. Under microscopic inspection, abrasions were noted approximately 22.5cm from the distal tip of the catheter. A lab inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. No resistance was encountered; the swg was able to advance. The swg was back loaded through the iab distal tip. No resistance was encountered; the swg was able to advance. Blood exited with the swg. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that the cardiology fellow from the cardiothoracic intensive care unit (cticu) called the clinical support specialist (css) to troubleshoot blood in the helium driveline. Indication for iabp therapy: coronary artery bypass graft (CABG). The iab was inserted (B)(6) 2016. The md stated that the intra-aortic balloon pump (s/n (B)(4)) had been functioning fine until just after 4am when she was called. The patient was currently stable. The css explained to the md that if any blood was noted in the gas line tubing there was a rupture or abrasion and the intra-aortic balloon (iab) must be removed as soon as possible. The md asked if she could send the css a video to make sure. After receiving the video the css again stressed that the iab should be immediately removed. The css instructed the md to stop pumping and disconnect the catheter from the pump and remove the iab as soon as possible. The css and md discussed catheter entrapment risks especially with the amount of blood present in the tubing. The md stated that she understood. The css asked her to follow up regarding the removal and any complications. The iab was removed. At @1052am additional communication was received via text and the patient was stable. They have no plans to insert another iab as the patient was doing well off pump. There was no complication post removal. There was some difficulty when the tip of the iab was near the insertion site, but was removed without incident or need for intervention. Photo of iab post removal was received.